Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in both eyes. Right eye was with trace superiorly and left eye was with trace diffuse peripherally. The topical steroid dosage was increased to every 2 hours for x 2 days and then 4 times a day until follow up appointment on (B)(6) 2017. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Uncorrected visual acuity for both eyes is 20/25 bcva for (B)(6) 2017 : right eye pre-op 20/20 -3.00 x -2.50 x 0, left eye pre-op 20/20 -3.25 x -2.25 x 170.